Manufacturer narrative:
The complaint indicated that the device was a tool and was initially evaluated as not reportable. The complaint proceeded through the closure process. On (B)(6) 2019, during a retrospective review of complaints, this complaint was identified as having a part number update and has since been re-opened and re-evaluated for reportability. Since initial closure of complaint, procedure updates have been made to make note of real time changes.

Event description:
Per complaint (B)(4), a patient experienced pain and bone loss due to implant stability loss. The implant was removed.